Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report #:2134265-2010-02973 it was reported during a diagnostic catheterization procedure catheter and guidewire entrapment occurred. The physician was performing a left heart catheterization with an unspecified j curved starter wire and a 6f expo im guide catheter. During the procedure the wire became "stuck" in the catheter. The physician removed the devices together and completed the procedure with another of the same catheter and guide wire to complete the case. There were no patient complications reported.

Event description:
Same case as MFR report #:2134265-2010-02973. It was reported during a diagnostic catheterization procedure catheter and guidewire entrapment occurred. The physician was performing a left heart catheterization with an unspecified j curved starter wire and a 6f expo im guide catheter. During the procedure the wire became "stuck" in the catheter. The physician removed the devices together and completed the procedure with another of the same catheter and guide wire to complete the case. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an expo catheter and the guide wire for the related complaint. A dried blood-like substance was visible on the outer and inner surfaces of the catheter. The wire was stuck in the expo device and protruding approximately 202 cm from the hub. Approximately 28 cm of the exposed length of the wire exhibited stretching damage. The opposite end of the wire was not protruding from the distal end of the catheter. The wire was dislodged and withdrawn from the lumen of the catheter with minimal force. Magnified inspection of the remainder of the catheter presented no other damage or irregularities. A new .035" guide wire was used to perform functional testing. The new wire was backloaded through the entire length of the expo device with no resistance encountered. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).